Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ malposition of essure device location of device: through my tube') in an adult female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/nova sure thermal ablation.". The patient's medical history included overweight. Concurrent conditions included insomnia, depression and menorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one") and experienced abdominal distension ("other injury(ies) or complication please describe: bloating"). In (B)(6) 2018, the patient experienced uterine enlargement ("hormonal changes describe: enlarged uterus"), bladder disorder ("bladder changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy/ rashes or skin condition : nickel"), memory impairment ("psychological or psychiatric problems condition: I thought something was wrong with me. Forgetfulness"), anxiety ("anxiety/ psychological problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), abdominal pain lower ("cramp in lower abdominal") and ovarian disorder ("hormonal changes describe: ovaries stopped working") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine enlargement, uterine leiomyoma, allergy to metals, memory impairment, anxiety, bladder disorder, urinary tract disorder, dyspareunia, pelvic pain, weight increased, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bladder disorder, dyspareunia, fallopian tube perforation, memory impairment, ovarian disorder, pelvic pain, urinary tract disorder, uterine enlargement, uterine leiomyoma and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2012: blocked fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: new pfs received- new event ovaries stopped working was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ malposition of essure device location of device: through my tube') in an adult female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/nova sure thermal ablation.". The patient's medical history included overweight. Concurrent conditions included insomnia, depression and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine enlargement ("hormonal changes describe: enlarged uterus"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy/ rashes or skin condition : nickel"), memory impairment ("psychological or psychiatric problems condition: I thought something was wrong with me. Forgetfulness"), anxiety ("anxiety"), bladder disorder ("bladder changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), abdominal distension ("other injury(ies) or complication please describe: bloating") and abdominal pain lower ("cramp in lower abdominal") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine enlargement, uterine leiomyoma, allergy to metals, memory impairment, anxiety, bladder disorder, dyspareunia, pelvic pain, weight increased, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bladder disorder, dyspareunia, fallopian tube perforation, memory impairment, pelvic pain, urinary tract disorder, uterine enlargement, uterine leiomyoma and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on 02-dec-2012: blocked fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ malposition of essure device location of device: through my tube') in an adult female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/nova sure thermal ablation." The patient's medical history included overweight. Concurrent conditions included insomnia, depression and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine enlargement ("hormonal changes describe: enlarged uterus"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy/ rashes or skin condition : nickel"), memory impairment ("psychological or psychiatric problems condition: I thought something was wrong with me. Forgetfulness"), anxiety ("anxiety"), bladder disorder ("bladder changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), abdominal distension ("other injury(ies) or complication please describe: bloating") and abdominal pain lower ("cramp in lower abdominal") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain / loss specify which one"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine enlargement, uterine leiomyoma, allergy to metals, memory impairment, anxiety, bladder disorder, dyspareunia, pelvic pain, weight increased, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bladder disorder, dyspareunia, fallopian tube perforation, memory impairment, pelvic pain, urinary tract disorder, uterine enlargement, uterine leiomyoma and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6)2012: blocked fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Lot number and lad data added. Concomitant condition added. Events : perforation (fallopian tube(s)/ malposition of essure device location of device: through my tube, hormonal changes describe: enlarged uterus, fibroids, allergic or hypersensitivity reaction type: nickel allergy/ rashes or skin condition : nickel, psychological or psychiatric problems condition: I thought something was wrong with me. Forgetfulness, anxiety, bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one, other injury(ies) or complication please describe: bloating, cramp in lower abdominal , ablation were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.